Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke during an open reduction internal fixation of the distal ring finger. The proper technique was reportedly used. The surgeon went to tighten the screw some more and the screw head broke. The remaining portion of the screw was left in the patient. There was no surgical delay and surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).